Event description:
Pt claims in legal complaint (lawsuit) that she began experiencing "problem" with a tmj implants comdylar prosthesis shortly after implantation in 1994. She states that she did not associate her problems with the prosthesis until after its removal in 1996. The plaintiff (pt) claims that she has experienced pain, hearing loss, bone loss, nerve damage, partial paralysis of the right jaw, problems with her eyes and vision, and chronic infection. The pt has a history of multiple temporomandibular joint surgeries prior to implantation of the subject condylar prosthesis.